Manufacturer narrative:
A promus premier ous mr 32 x 4.00 stent delivery system was returned for analysis. A visual examination of the stent found stent damage with struts lifted at multiple locations. The undamaged stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found tip damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 08mar2021. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion with significant bend was located in the moderately tortuous and moderately calcified right coronary artery. Following pre dilatation with a non compliant balloon catheter, a 32 x 4.00 promus premier drug-eluting stent was advanced but failed to cross the lesion due to the angulation of the vessel and poor guide support. The guide catheter was changed but the stent still failed to cross. The procedure was completed with another of same device. There was no patient injury and the patient status was stable. However, device analysis revealed stent damage.